Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. When removing the device from the package, the needle pulled off the suture. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. No significant marks were noted on the barrel of the needle. There was no suture remnant noted inside the hole; the bottom was clearly visible. No defects were noted on the sample.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.